Event description:
It was reported that the ventilator had multiple reset (ln vent1) alarm conditions during testing. The ventilator was not connected to a patient.

Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.